Manufacturer narrative:
Date of event is estimated. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient experienced wound dehiscence at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.